Event description:
It is reported that the patient underwent total knee replacement in 2006. The patient had a one scan that was positive for loosening of both femoral and tibial components. The patient was revised in 2008 due to pain and loosening.

Manufacturer narrative:
Evaluation summary: it is reported that the knee was revised 1 year 2 months post-op due to pain and swelling with activity since surgery. The patient age, weight and the activity level are not known. As returned, the femoral component and tibial component show bone cement deposits and bone in-growth. Surgeon found the implants to be well fixed. The pre-op x-rays are not available for review. The cause of the reported problem could not be definitely determined and it does not seem to be related to the implants. Evaluation: the returned femoral component and tibial plate shows evidence of cement and what appears to be bone ingrowth. Device history records indicate device manufactured to specification.